Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead had unspecified sensing issue. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
As received, a complete lead was returned with helix found retracted and clogged with blood. After cleaning, the helix was able to be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported event of a sensing issue was not confirmed. Electrical testing and visual and x-ray inspection were normal.